Event description:
Doctor was doing a laparoscopic cholecystectomy and was using clip applier. Doctor went to fire the clip and it was a misfired. A new clip applier opened. Not reprocessed. No harm to patient.